Event description:
It was reported that the communicator showed a yellow collecting wave and boston scientific technical services (ts) was contacted for troubleshooting. The communicator was replaced, but the transmission failure issue persisted. Ts recommended verifying the status of the currently implanted subcutaneous implantable cardioverter defibrillator (s-ICD). At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that the communicator showed a yellow collecting wave and boston scientific technical services (ts) was contacted for troubleshooting. The communicator was replaced, but the transmission failure issue persisted. Ts recommended verifying the status of the currently implanted subcutaneous implantable cardioverter defibrillator (s-ICD). At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to b5 for more information regarding the specific circumstances of this event. This report is being sent to provide new information in sections h6 (evaluation conclusion codes) and h11 (additional MFR narrative).